Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was admitted to the intensive care unit (ICU) that day with altered mental status. It was noted that the attending ICU physician believed that the patient was ¿having problems with the drug in her pump.¿ it was stated that the patient did have the drug in the pump changed on tuesday (B)(6) 2017 from morphine and dilaudid to just dilaudid, which was why they were thinking there was an issue with the pump or the drug in the pump. It was indicated that no troubleshooting or interventions had been performed as the ICU did not have access to an 8840 to adjust the pump. No further complications were reported or anticipated.